Event description:
Medtronic received information regarding a navigation device. It was reported that powder of the spheres placed onto the reference frame for the imaging system deposited powder onto the fingers of the instrumentalist. The reference frame was then not detected by navigation despite having washed and dried the spheres. After exchanging the spheres, they were quickly detected by navigation. Six spheres were non-functional. No further event details were provided. Additional information was received stating that the procedure was a functional endoscopic sinus surgery (fess). When the sterile spheres were unpacked had powder on them and did not worked when placing on reference frame. No reported impact to the patient. Additional information was received. It was reported that the suspected cause was that there was an abnormal grey deposit on the gloves that was powder from the sphere. Therefore, navigation did not locate the spheres. The issue occurred preoperatively and caused a surgical delay of fifteen minutes due to the reported issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801074, serial/lot#: (B)(6), ubd: 30-apr-2024, UDI#: (B)(4), h3: no parts have been received by the manufacturer for evaluation. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.